Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.